Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: visual inspection of the returned device performed at customer quality confirmed the condition of post operative plate breakage, which agrees with the reported complaint condition. Only two portions of the 20 hole plate were returned. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Document/specification review: no product design issues or discrepancies were observed during this investigation. Material analysis: the design specified the plate to be manufactured from implant grade 4 titanium material. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Conclusion: a definitive root cause for the plate breaking could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: please note, this DHR review is for sterilization procedure only: part no.: 04.503.396s. Lot no.: l400825. Manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 08.may.2018. Expiry date: 01.apr.2027. Non-sterile 04.503.396 / h333234 was manufactured in us, (B)(4). Part mfg date: 04-apr-2017. Part exp. Date: n/a. Manufacturing location: depuy synthes ¿ (B)(4). Lot number: h333234. Part number: 04.503.396. Nonconformances: n/a. Record review: a review of the device history record (DHR) revealed no non-conformances. The DHR shows lot# h333234 of ti matrixmidface adaption plate/20 holes/0.8mm thick was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the matrix midface plating system was implanted. On (B)(6) 2018, the titanium adaption plate was discovered as broken during the explant procedure. The bone union was properly achieved. The removal was due to the bone that firmly coalesced. All fragments were removed from the patient. The procedure was successfully completed with no adverse consequence to the patient. Patient outcome was stable. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: unknown) this report is for one (1) ti matrixmidface adaption plate/20 holes/0.8mm thick. This is report 1 of 1 for (B)(4).